Event description:
On (B)(6) 2011, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. The treated area extended from just proximal to the left subclavian artery distally to the celiac artery. It was reported that there was a rupture of the access vessel during the procedure and a femoral to femoral bypass was performed. The patient tolerated the procedure. The blood loss was reported as 3850 ml (this was previously reported on MFR report # 2017233-2011-00164). On the same day of the procedure, the patient was diagnosed with paraplegia. The patient was treated with spinal drainage, medications and rehabilitation. On (B)(6) 2011, the patient was discharged from the hospital with remaining paraplegia and continuous rehabilitation treatment. The patient has not returned for continual follow up. Therefore, the patient's current status is unknown.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.